Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pen needle 31x5 asia, the customer identified a damaged/opened unit package where the sterility of the device is compromised. The following information was provided by the initial reporter. The customer stated: 1 pc found damaged during repacking.

Event description:
It was reported when using the bd pen needle 31x5 asia, the customer identified a damaged/opened unit package where the sterility of the device is compromised. The following information was provided by the initial reporter. The customer stated: 1 pc found damaged during repacking.

Manufacturer narrative:
H6: investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.